Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by that patient that the battery was swollen and had fallen out. The patient's blood glucose (bg) values reached 126 mg/dl. No further details to report.